Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not alarm. The customer reported that the device alarmed throughout the night, but when the patient was found expired, the monitor had not been alarming. It was reported that the device was connected to another system via wifi, wherein they need to see if there is an intermittent wifi connection issue.